Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed too high in the annulus causing moderate to severe paravalvular leak (pvl). A second valve (valve-in-valve) was placed with success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Inaccurate delivery or positioning difficulties are often influenced by patient anatomy and user technique, but a root cause of the implant depth anomaly could not be determined from the available information. Mild pvl, which was the result of the subsequent valve-in-valve implant, has minimal impact on the patient and generally is deemed an acceptable residual condition.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Device history review and investigation remains in progress, once the review and investigation is complete a supplemental report will be submitted. (B)(4).